Manufacturer narrative:
Product: 8637, serial#: (B)(4).

Event description:
Additional information received from the patient indicated that they had a return of symptoms the week of the report. The patient attempted to make an adjustment, but they thought they did so incorrectly. They did not feel stimulation at the time of report, and the therapy was off. It was mentioned that they patient had not felt stimulation for a long time, but had been able to increase stimulation. When the amplitude was increased on program 1 and 2, the patient still did not feel stimulation in the bike seat region. They changed to program 3, and felt stimulation comfortably at 1.5v.

Event description:
Information was received from a patient who was implanted with a neurostimulator for urinary dysfunction / sacral nerve stim and gastrointestinal / pelvic floor. It was reported that there was a loss or change of therapy. The patient reported that she suddenly started leaking last week and was not feeling stimulation; the patient confirmed stimulation was on. The patient adjusted stimulation to 8.0 volts, but was still not getting relief. The patient noted that she had been gardening a lot and hoped nothing moved. It was later reported that the patient contacted her health care provider (hcp) and was able to change from program 4 at 4.9 volts to program 1.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.